Event description:
During a carotid artery stenting (cas) procedure to the common carotid artery, the flow stopped after post-dilatation. The physician suctioned the debris at the lesion and retrieved the filter. There was no obstruction of the main vessel observed by angiography; however, a post procedure magnetic resonance imaging (MRI) revealed a brain infarct. The pt displayed convulsion and remained in the intensive care unit (ICU). There was mild calcification and the vessel was tortuous. The filter contained a lot of debris.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report numbers 9616099-2008-00230 and 1016427-2008-00021. This product is not available for analysis. Add'l info will be provided within 30 days of receipt.